Event description:
It was reported that the patient developed kidney stones in (B)(6) 2012. It was reported that approximately 6 weeks later the patient was ¿sick as a dog every morning¿.

Event description:
Additional information received reported that the patients pump was turned to minimum rate due to oral medications. It was also indicated that the patient was non-compliant and on micro-dose pump.

Event description:
It was reported the patient was taking oral medication and was "feeling sick like a dog,' particularly in mornings as it takes 2-3 hours for oral medication to start working. Patient reported they really feel bad sometimes and had felt like giving up sometimes. Patient had an appointment on (B)(6) 2012 for counseling. Patient also mentioned "knee is shot," and trying to find an orthopedic surgeon. Patient said that hcp believed the pump should be turned off since patient had been on medication so long. Patient understood that hcp would decrease and then flush with saline however pump was turned off and patient went through withdrawal. The pump was restarted after 3.5 months. A few months later, pump was not working as well and patient received personal therapy manager and was getting two boluses per day. In (B)(6), hcp planned to switch to dilaudid however at the appointment all the medication was still in the pump. The pump was not refilled. In (B)(6) there was still medication in pump. Patient mentioned that he and his wife were considering relocating.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8703w, lot# l41428, implanted: (B)(6) 1996. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient heard the dual tone alarm once an hour. Patient was unsure when pump started alarming but knows that it had been alarming for the last four months. Telemetry was not performed. Patient had seen physician on (B)(6) 2012 and was told that "they can try pump again", but pump was not interrogated. Patient noted that particular physician didn't believe patient should be on oral medications if have pump. It was also reported that in (B)(6) 2011 physician told patient pump malfunctioned (boluses not working) and to try oral meds and stop using pump. Patient was not aware if pump was turned off. Patient typically had refills every month. Patient was referred to other physician or oral medications. It was noted that oral medications helps some but patient feels nauseated. The patient was experiencing withdrawal; feeling "too sick to speak" (nauseated and vomiting). Patient was on oral medication of 30 mg oxycodone and 30mg oxycontin. Patient considering physicians as refill physician doesn't work with oral medication and needed a physician to manage both pump and oral medication. Patient was seeing another physician and physician suggested turning pump back on. The device system was used to deliver hydromorphone (dilaudid), bupivacaine (marcaine) and morphine. Additional information has been requested, but was not available as of the date of this report.